Event description:
It was reported that the ilet charging pad did not function, with no green light and no audible beep, preventing charging despite attempts with multiple outlets; a replacement charger was sent and the user obtained humalog for manual injections while awaiting the charger, consistent with a charging problem associated with the battery charger component. Customer care provided support that included communication with the user and coordination of replacement charger logistics. Investigation of this case revealed a power source problem consistent with a charging problem of the battery charger. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.